Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to repair a fractured left femur; was shown to have a loose proximal screw during a follow up visit.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the loosened screws is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. A biopsy report indicated metastatic carcinoma leading to a pathological fracture. At the time of the follow up visit the x-rays showed that the fracture was healed. Sign fracture care international continues to monitor these events as part of our post market activities.